Manufacturer narrative:
\ The patient's weight as the time of the event was (B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination found that the guidewire lumen was torn from the distal end splitting the guidewire channel through the tip. The radiopaque (ro) marker was detached from the guidewire lumen and was not returned. An examination of the working length found evidence indicating the ro marker had been properly placed inside the lumen during manufacturing. The working length was also found twisted. The investigation concluded that steps outlined in the supplied directions for use were not followed. It appears the user failed to perform the standard exchange over the distal end of the device as instructed in the directions for use, and instead pulled the guidewire through the guidewire lumen tearing the extrusion to the distal tip. Because the guidewire channel was split, the ro marker was no longer contained/ secured inside the guidewire lumen and the ro marker then was able to fall out of the device. Therefore, the most probable root cause of "user/ use error" is selected for the complaint.

Event description:
It was reported to boston scientific corporation that an rx cannula was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, contrast imaging was performed in the pancreatic stricture using this device. A jagwire was then inserted through the cannula and was able to cross the lesion. A cook dilator was then inserted and dilatation of the lesion was performed. After that, a pancreatic stent was then inserted. When the procedure was about to be completed, it was noted that the radiopaque (ro) marker was left inside the patient. At first, they suspected that it came from the distal marker of the cook dilator; however, it was confirmed that the distal marker was still attached on the cook dilator. Upon checking the cannula device, it was noted that the distal part of the catheter was torn. Reportedly, "there was a possibility of that the guide wire tore the distal part of the catheter resulting in detachment of ro marker." There was no complaint against the jagwire guidewire. The procedure was completed with this device. On (B)(6) 2015, the detached ro marker still remained in the distal area of the pancreatic duct. On (B)(6) 2015, a CT scan was performed and showed that the marker was exactly located near where the pancreatic stent was placed. The physician believes that he can retrieve the marker when the pancreatic stent is replaced with new one. The date of replacement procedure has not been scheduled yet. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that an rx cannula was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, contrast imaging was performed in the pancreatic stricture using this device. A jagwire was then inserted through the cannula and was able to cross the lesion. A cook dilator was then inserted and dilatation of the lesion was performed. After that, a pancreatic stent was then inserted. When the procedure was about to be completed, it was noted that the radiopaque (ro) marker was left inside the patient. At first, they suspected that it came from the distal marker of the cook dilator; however, it was confirmed that the distal marker was still attached on the cook dilator. Upon checking the cannula device, it was noted that the distal part of the catheter was torn. Reportedly, "there was a possibility of that the guide wire tore the distal part of the catheter resulting in detachment of ro marker." There was no complaint against the jagwire guidewire. The procedure was completed with this device. On (B)(6) 2015, the detached ro marker still remained in the distal area of the pancreatic duct. On (B)(6) 2015, a CT scan was performed and showed that the marker was exactly located near where the pancreatic stent was placed. The physician believes that he can retrieve the marker when the pancreatic stent is replaced with new one. The date of replacement procedure has not been scheduled yet. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".